Event description:
It was reported that there were concerns there was electromagnetic interference (emi) noise on both the right atrial (ra) and right ventricular (rv) channels of this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) confirmed that they believed that it was emi noise as it appeared on all three channels and events prior and after these episodes were free of the noise. The noise was oversensed and resulted in inappropriate atrial tachy response (atr) mode switches. The health care professional (hcp) asked ts to review another episode. Ts reiviewed the reports and provided programming options. The device remains in use. No adverse patient effects were reported.